Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys troponin t stat assay on two cobas 6000 e 601 module analyzers. This medwatch will apply to e 601 analyzer serial number (B)(4). Please refer to the medwatch with (B)(6) for information related to e 601 analyzer serial number (B)(4). The sample was processed on a modular pre-analytics system and then tested on e 601 module serial number (B)(4), initially resulting with a troponin t value of < 0.010 ng/ml accompanied by a data flag. This value was reported outside of the laboratory. Another tube collected from the patient at the same time was poured over from the primary tube into a cup and tested on e 601 module serial number (B)(4), resulting as 0.026 ng/ml and this value was reported outside of the laboratory. The customer realized that there was a duplicate value for the sample, so the result of 0.026 ng/ml was cancelled. The customer also mentioned that this tube was tested on e 601 module serial number (B)(4), resulting as < 0.010 ng/ml accompanied by a data flag, but this could not be confirmed. The first sample tube was repeated twice on e 601 module serial number (B)(4), resulting with troponin t values of 0.020 ng/ml and 0.024 ng/ml. The repeat result of 0.020 ng/ml was believed to be correct and a corrected report was issued for this value. The patient was not adversely affected. The troponin t reagent lot number was 33881201, with an expiration date of 31-jul-2019. The field service engineer could not reproduce the issue and could not determine a cause. He checked fluidic and probe adjustments; these were within specifications. He ran precision studies and these recovered within guidelines. He ran performance testing and this was within specifications. Calibration was ok and quality controls were within range. There was no indication of a performance issue with either the reagent or instrument. Upon review of the alarm trace an abnormal probe aspiration alarm occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.